Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level was in the 20mg/dl range. The customer declined to troubleshoot the device. The customer was attempted to be reached during call back, but there was no answer.